Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced cardiac tamponade. During the procedure it was reported that significant body movement occurred. Tamponade was identified during the procedure, but the treatment was completed successfully. At that time the patient underwent imaging and was returned to their room where drainage was later performed and "the chest was opened". The patient is currently stable and expected to recover. The physician believes that a non-boston scientific catheter may have caused the effusion when the patient moved, but the location of a perforation was never located to confirm this.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced cardiac tamponade. During the procedure it was reported that significant body movement occurred. Tamponade was identified during the procedure, but the treatment was completed successfully. At that time the patient underwent imaging and was returned to their room where drainage was later performed and "the chest was opened". The patient is currently stable and expected to recover. The physician believes that a non-boston scientific catheter may have caused the effusion when the patient moved, but the location of a perforation was never located to confirm this.